Event description:
Surgeon was using scorpion instrument during knee arthroscopy, the tip broke on the end of the device while inside the knee. Broken tip was retrieved. No injury to the patient. Retrieved.